Manufacturer narrative:
Concomitant medical products: product ID: 1888tc lead, implanted: (b)(64)2011, product ID: 459888 lead, implanted: (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to systemic infection. A new system was implanted on the right side. No further patient complications have been reported as a result of this event.